Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ czech republic. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the oscillating saw attach stopped working. Due diligence is in progress for this complaint; to date no additional information or product has been received

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint can be confirmed through the returned product analysis. Review of the most recent repair record determined the fork is broken, the eccentric shaft is worn and rusty and the ramp nut is worn. The oscillator, eccentric shaft, and ramp nut were replaced and resolved the reported issue. Review of the previous repair record identified no related repairs to the reported event. The device was tested and found to be functioning to specifications prior to release to the customer. The device history record was not reviewed. Review of complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and serial combination. Root cause has been identified as component failure as the device exhibits wear and tear from repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.